Event description:
It was reported that a screw loosened and came out of the handpiece during a total joint procedure. Nothing fell into the site. Another device was used to complete the procedure without a procedural delay. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the service tech observed that the back nut was loose. Also, corrosion was found inside the device. Based on the investigation details, the reported event can be confirmed. This screw can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave, the metals within the handpiece expand and contract thus potentially causing the back nut to loosen over time and fall off.